Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off on the non patient end. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. . Verbatim: rear cannula end is broken.

Manufacturer narrative:
H.6 investigation summary: samples were received, and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen making this a user error. No evidence of manufacturing related issues was observed on the returned samples. Unable to perform DHR check due to an unknown lot number for needle broken npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd pen needle experienced the cannula breaking off on the non patient end. It has not been specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Verbatim: rear cannula end is broken.